Manufacturer narrative:
(B)(4) for the reported event of cutting wire dislodged. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, the indication for the procedure was treatment for suspected stones within the common bile duct. During the procedure, the sphincterotome was advanced through the endoscope and positioned within the patient. When the technician bowed the device, it was noted that the sphincterotome did not bow completely. The bow was inadequate to complete the sphincterotomy. The device was removed from the patient. Upon removal, it was discovered that one end of the cutting wire had dislodged from the catheter. The cutting wire remained intact and no portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."